Event description:
A talent bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 3 years ago. Aneurysm and vessel morphology were not reported. It was reported that a recent x-ray showed multiple stent breaks and the stent graft is dislocated due to an unknown reason. The aneurysm is enlarging; however, the patient denies intervention due to his co-morbidities. No additional information has been provided. Evaluation of the x-ray by an independent contracted physician is pending.

Manufacturer narrative:
(B) (4). Results and conclusion: lack of information (unknown cause of stent fracture, film evaluation is pending). Aneurysm enlargement.